Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the pump case was cracked near the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/27/2014. Device evaluation:the device has been returned and evaluated by product analysis on 02/11/2014 with the following findings: during investigation, a crack was observed long the battery compartment extending from the threads to the case seal. The pump powered on to the verify screen. Unrelated to the complaint, evaluation revealed the display screen was dim and discolored. The pump was opened and no moisture or internal defects were found inside the pump.